Manufacturer narrative:
(B)(4). Initial reporter: address (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed and found the power cord to be damaged. The cause of the condition was unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a damaged power cord. There was no patient involvement. No additional information is available.